Event description:
The pt underwent a gynecological procedure on 03/08/2006. During the procedure the tip of the morcellator blade broke off. The tip was retrieved from the pt and another device was used. There were no adverse pt consequences.